Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted leads found them to be satisfactory.

Event description:
A report was received that during a lead revision procedure, it was noticed that the pocket site appeared to be infected. The physician explanted the ipg and replaced it. The leads were explanted and will be replaced once the patient has healed. The patient's symptoms included redness and tenderness at the pocket site.